Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that their insulin pump fell. The customer also states the plastic from the top of the reservoir opening was broken off. The customer's blood glucose level at the time of incident was 146mg/dl. The customer was advised to discontinue use of the device, and that it would need to be replaced and returned for analysis.